Event description:
A pump declared an altitude alarm, which caused the customer¿s insulin to be suspended. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove obstructions from the speaker holes, clean the area, and load a new cartridge. After these actions, the insulin resumed successfully, and the pump returned to normal operation without any recurring alarms.